Event description:
One day after a second procedure to coil embolize the left internal carotid artery aneurysm, the patient suffered a small ischemic infarction in the basal ganglia. An MRI scan showed a likely subacute infarct of the posterior limb of the left internal capsule. The stroke was considered resolved the following day with residual effects of mild right hemiparesis and speech difficulty. The patient was discharged home three days after the stroke.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 58.5 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to pulmonary stenosis.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.